Manufacturer narrative:
(B)(4). Eval, results: (endoleak). Results/conclusion: (type 2 endoleak).

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 7 yrs ago. Aneurysm and vessel morphology from the time of implant were not reported. Currently, the vessel morphology was reported as mild calcification and mild tortuosity. The current aneurysm size was not reported. It was reported that a recent CT showed a type unk endoleak and type ii endoleak. After an angiogram there appeared to be a type iii endoleak in the ipsilateral limb or the ipsilateral extension. The decision was made to cover the area in a question with a (B)(4) aneurx limb and the endoleak resolved. No add'l clinical sequelae were reported and the pt is fine. (MFR report# 2953200-2011-00935).